Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low glucose event after an accidental meal announcement while using the ilet, with blood glucose measured at 53 mg/dl and later rising to 165 mg/dl after oral glucose treatment with juice; education and troubleshooting were provided to the patient¿s daughter on how to avoid similar occurrences. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included transient interruption of normal activities without hospitalization. Investigation of this case revealed use-related error due to an incorrect meal entry, with the device and components operating as designed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction contributing to hypoglycemia.